Event description:
The reporter indicated that he "jury-rigged" a cable to provide the iegm (intraelectracardiogram) output to a prucka system during the last micron implant. There may be some inconsistency in this function. When I first ran iegm, there was no output. I then went to the iegm screen, and the external output was set to channel 1, the filtered ventricular signal. I selected it and was unable to change it, since channel 2 was annotations. When the iegm was started from this screen, there was a proper output displayed on the monitor. However, there was no output during the auto egm which inducing ventricular fibrillation. The reporter indicated that allegedly this same event has been seen in europe. The event date is unknown and there is no specific patient noted for this event.

Manufacturer narrative:
The device was not returned to the MFR. It is currently implanted. The event was investigated and the device was found to operate as designed. Work around is available by first selecting ECG/iegm graphics screen. After returning, the eigms will be routed from any screen. The device's behavior is undesirable, therefore, it is an enhancement request.